Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer¿s current blood glucose value was 586 mg/dl. The customer did not experience symptoms due to high blood glucose. Customer stated that the blood glucose was high because they drank lemonade and did not treat for it. The auto mode feature was unknown. The customer declined further troubleshooting. The insulin pump will not be returned for analysis.